Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the wheel was broken from being damaged from impact. No patient involvement or adverse consequences are reported.